Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit runs for ten minutes then displays ventilator inoperable alarms. The customer reported the events log show multiple transducer faults and motor faults. At this time it is unknown whether or not there was any patient involvement associated with the event.